Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed with twenty no delivery alarms that day. The patient's blood glucose at the time of incident was not given; however, the caller stated that the patient was experiencing hyperglycemia. During troubleshooting the customer rewound the insulin pump and attempted to push insulin through the tubing via plunger push. Insulin successfully exited the tubing, but there was greater than normal resistance when attempting the plunger push. It was determined that the alarm was caused by an infusion set or reservoir occlusion. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 5 open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per reservoirs filled and connected to a new infusion set. Installed reservoirs & connector into a insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.